Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 21jan2020.

Event description:
The customer reported the unit does not appear to be charging a new v60 battery. The customer changed the units battery as part of 5 year recommendation but it has not completed a full charge after 8 hours of charging. The customer is reporting the battery is only at 14.3 volts. The customer has taken the battery to a different unit and the battery is charging correctly. The remote manufacture service technician recommended ordering and replacing the power management board. The device was not in clinical use at the time the issue was discovered, therefore, there was no patient or user harm reported. The customer installed the battery and repaired the molex battery connector to resolve the reported issue. One of the pins had popped out of place and was making partial contact.